Event description:
Through follow-up, it was learned that the aortic valve was explanted after an implant duration of 10 years. As per operative report, "preoperative diagnosis - prosthetic aortic insufficiency and paroxysmal atrial fibrillation...the transesophageal echocardiogram confirmed prosthetic aortic insufficiency...the prosthetic valve showed no significant calcifications. However, the leaflet in the position of the right coronary cusp seems to be retracted which was the cause of the etiology of insufficiency".

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: product return and operative report requested, but no information has been received.

Manufacturer narrative:
It was learned that the device is a model 2800tfx, heart valve, and not an annuloplasty ring as originally reported. Evaluation summary: device evaluation indicates leaflet 2 is dropped relative to leaflet 1 and 3 at the greatest distance of approximately 4-5mm. A tear, measuring to approximately 4mm, is detected at the free margin and along the attachment of leaflet 2 at commissures 2. Thickened and swollen tissue is detected at the region of the tears. Thickened and swollen tissue is also visible along the attachments of all three leaflets at all three commissure. Moreover, host tissue growth is minimal at the tissue at both inflow and outflow aspects; it encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm. At the outflow aspect, host tissue overgrowth fused the free margins of leaflets 1 and 3 at commissure 1 by approximately 2mm. Host tissue is moderate at the stent inflow. No inconsistencies detected in the x-ray as the wireform is intact. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates leaflet 2 underwent typical non-calcific tissue degeneration; non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. The investigation reveals nothing to indicate a device manufacturing quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that the sales rep received notification from customer of an explanted ring due to unknown reasons. Implant duration is approximately 3 years.